Manufacturer narrative:
An investigation of the reported condition was performed. No samples were returned for evaluation. The product analysis cannot be performed as samples were not returned to manufacturing site. A lot number was provided to the site. The device history record (DHR) for lot was reviewed. The device history record (DHR) for the lot control indicates that the product and specification requirements were met with no non-conforming product identified relating to this customer report. Without samples the root cause cannot be identified. Possible causes for syringes leaking can me associated with a jam in the equipment that caused the non-cylindrical syringe barrels. Leak testing is performed on each cavity of molded syringe barrels at prescribed intervals during the production process. If problems were detected during processing, non-conforming product would be rejected. If samples are returned the site can re-open the investigation and perform an analysis on the returned samples. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Submit date: 07/18/17. An investigation is currently under way; upon completion the results will be forwarded. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that the syringes were leaking and they can not use them.